Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been broken. A field service engineer (fse) found that the legacy half height drawer slide rail was damaged, and the bearing cage was displaced. The fse removed the drawer and replaced the slide rail. All drawers were checked for slide difficulty, and the bumpers for drawers were replaced. The system was tested in hardware test application and passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was broken and not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.